Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported we have a patient that has been on a clinical trial and sent home with chemotherapy infusing through a port-a-cath via a cadd pump. The patient came into the ed with broken pac product. It was stated, it did not break the needle but it broke at the attachment close to where you hook it up to the chemotherapy.